Event description:
Healthcare professional reported left side deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified flat creases, void 1 mm in non-textured valve-to shell-bond area and two linear openings. A microscopic analysis and leak test were performed which identified three openings striated, nicks striated and wear abrasion. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is: three openings striated in the side anterior/posterior assessed as surgical damage. Nick striated in the side anterior assessed as surgical tool scratch like.